Event description:
It was reported that the handle was stripped when attaching the trial, and the instrument was not used in the case. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the impactor was returned with the provision shell still threaded on it and visually appeared cross threaded. The provisional shell was able to be removed from the impactor handle threads with hand force. The impactor handle¿s threads have minor gulling. Nicks, gouges, and scratches are present on the main body of the impactor handle. No other damage was noted during visual evaluation. Impactor handle device has an approximate field age of 6.5 years. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.